Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during routine follow-up this implantable pacemaker was found to be operating in safety mode with no patient symptoms reported. Subsequently, the device was explanted and replaced with no patient complications. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.